Manufacturer narrative:
Age at time of event: 18 years or older. Promus element mr ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid section of the stent were noted to be lifted from the sten profile and bent in different directions. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 24.5 cm distal from the distal end of strain relied. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis on 28may2019. It was reported that the device could not cross the lesion. The target lesion was located in the coronary artery. A promus element stent balloon expandable was selected for use but it could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. Patient is stable. However, device analysis revealed a stent damage.